Event description:
It was reported during an embolization procedure, the web was implanted in the intended acute sab and failed to detach. The web was recovered again and removed from the patient. There was no patient injury or intervention. The event had no influence on the patient outcome.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Two radiographic images were provided for review. They were not labeled as to date or time. The review of the images is as follows: the first image is an ap oblique roadmap of the right ica, with contrast. There is a web in an approximately 6 mm right mca aneurysm; the web may be slightly undersized, as there is a neck remnant inferiorly, and the distal part of the web is not in contact with the dome of the aneurysm (contrast is seen between the web and the dome of the aneurysm). The web is still attached to the pusher wire, and the via catheter is about 2 mm proximal to the web¿s proximal marker. The second image is a subtracted dsa of the right ica, in the same projection as the first image, late arterial phase. There is stasis of contrast (normal finding) in the web. The web is still attached to its pusher wire. These images do not explain why the web could not be detached. However, the investigation of the returned web system found the heater coil windings stretched. The device failed continuity and resistance testing, which is consistent with the stretched heater coil windings. However, the heater coil pet and implant tether were found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the heater coil windings likely occurred post-activation. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.